Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the customer was hospitalized once with a bent cannula and high blood glucose, and another time later with high blood glucose, but the husband could not recall the date. The husband did not recall the blood glucose reading. He reported that the infusion set was bent because she had worn a garter belt over it when she was getting married. The customer was treated for two days with an IV.